Event description:
The lead was later capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found. Concomitant products 4076, implantable pacing lead 2005-(B)(6). (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing and baseline noise on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction - this device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.